Event description:
The pt reported her insulin infusion device seemed to "lock up" during the time the piston rod was returning after a cartridge change. She stated the device did not make unusual noises. The pt stated the device did not give the low battery warning before she received the battery depleted warning. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.